Event description:
It was reported that 2 months post-implant of a bifurcated device and infrarenal aortic extension (ref to MDR # 2031527-2013-00290), the pt presented with an infection in the stent grafts. Reportedly, the physician converted the pt to open repair and treated the pt with a dacron graft. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.